Event description:
During pvc procedure, communication issues resulted in a procedural delay. The first ice catheter was not working when plugged into the se port. It was not showing up on the ensite x system, but it was connected to the network (the green button in the bottom right was green), but the actual catheter could not be added to the ensite x gui. The viewflex x catheter was exchanged, but the issue persisted and the catheter would not produce images at all this time. A third viewflex x was opened, but it was still not recognized by the ensite x system. The amplifier was rebooted, the study was exited, the cim was exchanged, and a new ice se catheter was used but the issue persisted. The ensite x amplifier was exchanged, and the ensite gui was able to recognize the catheter. At a later date, technical support suspected that the catheter was not being recognized because the ecc certificate was not installed on the amplifier.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of a communication issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.